Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no allegation that a malfunction of an da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this event. A review of the event was conducted by an isi medical safety officer and the following comment was provided: "based upon the information provided in the description of events, I am unable to determine if the da vinci system, instrumentation, and/or accessories could have caused or contributed to the alleged small bowel injury that occurred during a left adrenalectomy and the cause of the patient¿s death." A review of the system logs for the procedure date of (B)(6) 2019 has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, a site history check was performed and no complaints were created for any of the instruments nor the endoscope used during this procedure. This event is being reported due to the following conclusion: the patient reportedly expired one day-post da vinci-assisted adrenalectomy. The reported cause of death describes a small intestinal perforation. At this time, there is no evidence or allegation of a product malfunction.

Event description:
Litigation paperwork was received in relation to a robotic left adrenalectomy procedure completed on (B)(6) 2019. It was reported that the procedure was converted to an open procedure, "due to prominent vasculature and bleeding." The procedure was completed and following surgery, the patient was documented as "progressing well" and was placed in the ICU for monitoring. The same evening, the patient started experiencing abdominal pain which continued into the following day. The patient expired on (B)(6) 2019 with the cause of death noted to be, ¿complications of small intestinal perforation following left adrenalectomy." Additional details related to the event and the patient's subsequent death are not able to be obtained due to the nature of the case (litigation).